Manufacturer narrative:
One hotline 3 blood and fluid warmer was returned for analysis. Upon visual inspection normal wear and tear to the enclosure, reservoir tank cover, front cover, and drain fitter was noted. The unit was attempted to be powered on with no successes; confirming complaint. Based on the evidence, the root cause was found due to a faulty line cord.

Event description:
Information was received indicating that a smiths medical level 1 hotline 3 blood and fluid warmer had no power. There were no reported adverse effects.